Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer was feeling sick. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported that insulin pump received a motor error alarm and buttons were not responding.